Manufacturer narrative:
Explant was reported due to "prolapse of the right anterior cusp and an intra-prosthesis leak". The investigation found that there was circumferential fibrous pannus ingrowth on the inflow surface. Leaflet 2 and leaflet 3 were torn. There was no acute inflammation or significant calcifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at one of the tear sites, which could have contributed to the formation of the tear. In addition, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Further information was requested but was not received. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2017, patient was implanted with 23 mm trifecta glide technology (gt) valve after being diagnosed with aortic stenosis in (B)(6) 2017. In (B)(6) 2021, patient presented to hospital with dyspnea during effort and at rest and was unable to do daily routine. Patient had transthoracic echocardiogram (tte) and transesophageal echocardiogram (tee), which revealed a prolapse of the right anterior cusp and an intra-prosthesis leak. On (B)(6) 2021, the valve was replaced with another 23 mm trifecta gt valve to resolve the structural valve deterioration (svd). It was unknown if the explanting physician noted any interaction between stent post and patient anatomy. Patient post-operative status is unknown. No additional information was provided.